Event description:
The customer called and reported the insulin pump alarmed with an unexpected restart alarm, after the device was stored or not in use for an extended period of time. She was advised to revert to a back-up plan. The customer's blood glucose was 338 mg/dl. Customer also stated, the insulin pump was missing the area for her correction. The customer decided to give herself a bolus. Customer was advised to monitor herself and double check with her doctor in regards to settings. The customer had a previous pump that was being replaced for a button error.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.